Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is included in the observatoire scs ((B)(6)). It was reported ((B)(6)) the patient experienced ineffective stimulation due to lead migration. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which a repositioning attempt was performed; however, the patient suffered an anaphylactic shock during the procedure. As such, the procedure was abandoned with the lead implanted in the patient. It was reported the anaphylactic shock was related to the use of anesthesia. Note: the patient underwent an additional procedure on (B)(6) 2016 to add a second lead (reference MFR. Report: 1627487-2017-04376).